Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that a fuse within the viewing station of the imaging system was open. The reported issue was resolved by replacing the open fuses. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.